Event description:
The customer reported that the system intermittently kept cutting out (shutting down). There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug was replaced. The system was then found to be operating as intended.